Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services discussed safety mode parameters and recommended device change out. It was noted due to the patient's age the device will likely not get replaced. At this time, the device remains in service. No adverse patient effects were reported.